Manufacturer narrative:
The complaint investigation for a false elevated result while using architect stat high sensitive troponin-I reagent lot number 45704ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue. Device history record review on lot 45704ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. The overall performance of architect stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. Review shows that the median patient results for the complaint lot is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lots. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot number 45704ud00 was identified. Correction to section d4: catalog no under suspect medical device: the likely cause lot number has been changed from 45226ud00 to 45704ud00 and updated manufacture and expiration dates.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient. The following information was provided: sid: (B)(6) processed on (B)(6) 2022 initial result = 186 ng/l. Repeated in duplicate with new draw = 4 and 3.9 ng/l. Diagnostic cutoff per architect stat high sensitive troponin package insert for the overall population = 26.2 pg/ml(ng/l). No impact to patient management was reported.

Manufacturer narrative:
Correction to section d4: catalog no under suspect medical device: the likely cause product has been changed from the 03p25-25(arc hs troponin rgt 100) to 03p25-27(rgt arch troponin 100t). All further information will be submitted under the 03p25-27(rgt arch troponin 100t).